Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert 07 noted in the pump¿s history. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue, however no response was received.